Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon decided to use the device as it is, and upon deployment, the seal did not deploy. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A suplemental report will be submitted when the device has been returned and the investigation completed.